Event description:
It was reported that the patient's generator was replaced due to end of service. The explanted generator was returned and underwent analysis. Analysis found that the generator was not at end of service and no anomalies were observed. Follow-up with the site found that the patient had been experiencing an increase in seizures believed to be related to the generator approaching end of service. The relationship of the increased seizure frequency to the pre-vns baseline seizure frequency is unknown. The site indicated that they were receiving phone calls almost daily regarding the patient's seizures. No causal or contributory programming changes, medication changes, or other external factors were believed to have occurred. The patient's increased seizures have resolved since generator replacement. Vns diagnostics were normal per the site; however, no specifics were provided. Last known diagnostics prior to generator replacement were taken on (B)(6) 2011.